Event description:
It was reported the breast biopsy was aborted due to inability to retrieve specimen cuts. The pt's breast was pierced, but no samples were retrieved because the vacuum would not work. The edit mode revealed no error codes, and there was no visible evidence to suggest control module damage. The vacuum tubing set was the one used in the biopsy and the fluid check revealed no evidence of a damaged vacuum tubing set. The pt was rescheduled.